Manufacturer narrative:
Device was used for treatment, not diagnosis. Although requested, additional information regarding this event and the reported devices has not been received from the reporting facility as of the submission date of this report. This report is for one unknown radial head. Part number and lot number are unknown. (B)(6). The subject device is not expected to be returned to the synthes manufacturer for evaluation. The investigation could not be completed; no conclusion could be drawn, as no product was received. Without a lot number the device history records review could not be completed. The date of manufacture is unknown. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reported an event in (B)(6) as follows: it was reported that the radial head prosthesis loosened postoperatively. This report is for one unknown radial head. This report is 2 of 2 for com-(B)(4).

Manufacturer narrative:
Additional narrative: the investigation has confirmed that all implants within the synthes radial head prosthesis system are being withdrawn via a market withdrawal. These parts are subjected to delivery stop and the parts are consequently blocked in the system. In addition, on 30 december 2016 synthes (B)(4) has initiated a voluntary medical device removal (recall) of the depuy synthes radial head prosthesis system due to the possibility that the radial stem may loosen post-operatively at the stem bone interface ((B)(4)). The reported parts are not returned. No further investigation could be performed. Device history record (DHR) review could not be performed as the part and lot numbers are not known. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The patient has stem loosening, however patient has no pain and no problems. No further steps are indicated so far and no revision surgery was performed.

Manufacturer narrative:
Additional narrative: this report is for either one or two unknown radial heads, exact quantity is unknown. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This report is for either one or two unknown radial heads.

Manufacturer narrative:
Complaint was reviewed and determined to be a part of recall updated. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.